Manufacturer narrative:
Patients information was not provided. The item and lot of the involved revolution pumps are unknown. Based on article available information, it is not possible to discriminate neither if the revolution pump was assembled into a customized circuit nor was a stand-alone device. In USA, two revolution pump stand alone are cleared and distributed: (I) item 050300700 - revolution centrifugal blood pump with pc coating and (ii) 050300000 - revolution centrifugal blood pump. Since the item and lot of the involved revolution pumps are unknown, also the expiration date and UDI are unknown. Livanova is not aware if the complained revolution pumps are available. The item and lot are unknown. Therefore, the manufacturing dates are unknown. Sorin group (B)(4) manufactures the revolution pump. The incidents occurred in (B)(6) united states. Livanova will try to obtain mor information. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
On 11 october 2022, during literature review investigating 53 ECMO circuits from 46 pediatric patients, livanova was informed that 38 patients survived ECMO while 8 died.

Manufacturer narrative:
On 11 october 2022, during literature review, livanova was informed that 6 patients showed thrombus that embolized to the pump. The pump thrombo-emboli were not adherent, instead, they were typically long thin clots that wrapped around the rotor blades and struts. Three of six patients with pump thrombo-emboli showed increased hemolysis. Additionally, livanova was informed that 38 patients survived ECMO while 8 died. Livanova is not aware if any of the complained revolution pumps are available. The catalogue items and lots are unknown. Therefore, the manufacturing dates are unknown. Livanova has attempted to contact the author of the paper. However, no response was received. It shall be noticed that hemolysis is a known risk while using a centrifugal pumps. A device contribution in the reported hemolysis cannot be ruled out. However, also patient condition and clinical practices can be the reason of the hemolysis. In addition, in the paper there is not a clear statement on the correlation between the reported deaths and any livanova product. Additionally, it was not clarified in any livanova device was is use during the procedure resulted in patient death. If any additional information pertinent to the reported event and impacting the investigation results is received, this event will be re-evaluated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.